Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of under 400 mg/dl. The customer experienced different blood glucose level of 300 mg/dl and 501 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with pump, fluids and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose. Based on customer report customer did allege pump was under delivering. Customer stated that the infusion set had bent cannula. The insulin pump will not be returned for analysis.